Manufacturer narrative:
Date of event was approximated to (B)(6) 2013, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during an anterior and posterior repairs, sacrospinous hitch and (advantage fit) tension-free vaginal tape insertion, cystoscopy and suprapubic catheter procedure performed on (B)(6) 2013 to treat prolapse and incontinence. As reported by the patient's attorney, during the procedure, the patient underwent a two layer anterior and posterior repairs with a sacrospinous hitch for the prolapse, the latter to anchor the vagina vault to the strong sacrospinous hitch at the side wall of the pelvis. The continence procedure was a tension-free vaginal tape. The physician had intraoperatively tested the patient for a clinical stress leakage and this sign was positive. Moreover, a suprapubic catheter was inserted to the patient. Post-procedure, the patient experienced heartburn and was administered with mylanta, however, with no effect. Then, she was given with endone panadol for pain and it has a good effect on the patient. Reportedly, the patient was progressing well in the early post-operative phase. On (B)(6) 2015, the patient underwent a cystoscopy procedure to evaluate for any intravesical causes for her recurrent urinary tract infections. In addition, mild trabeculations were also observed by the physician. Reportedly, the patient's bladder was normal and there was no need for any diathermy. She was given with rotating low dose of antibiotics and will be checked by the physician in about 4 weeks' time.